Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a solution administration set. The reporter stated that after 24 hours of infusion at an expected rate of 15ml/hr, approximately half of the 360ml of unspecified solution remained in the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.